Event description:
It was reported that during implant attempt, the helix would not extend. It looked like there is tissue on the tip. This lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the defib conductor is distorted and there is blood in/on the helix/lobe mechanism and sleeve head. Damaged at implant.